Event description:
On 10/30/2024, a sales representative via (B)(4) reported that an ar-13999mf fastpass scorpion sl suture passer jaw would not fully shut, keeping the scorpion needle from passing through. No adverse effects on the patient. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-13999mf serial/batch number (B)(6) was received for investigation. Visual evaluation revealed that the top jaw is not closing completely. Functional testing was not performed as the device is damaged. The cause of the reported failure is an internal manufacturing issue, addressed on (B)(4).